Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient was experiencing spasms at ipg site. The spasms would occur when patient would sit down, stand up and lay down. The sensation would last for about twenty seconds. Stimulation was turned off. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. System reprogrammed post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that therapy was obtained post-surgery. No reported complications during surgery.